Event description:
Information received indicates the siderail will not stay up.

Manufacturer narrative:
The technician found the siderail center arm was broken in half. He indicated this might have been caused by abuse of the device. He replaced the siderail center arm assembly to repair the bed.